Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 6.5v retainer ring = black. (B)(6) "alled" back as is unable to connect the pump to xmtr; (B)(6) was admitted at (B)(6) hospital dka after a change of set in the morning; bg well and after lunch had correction and bg up to 22; 14pm bg high thirsty and had more correction and not lowering; 4pm dka symptoms and went to ER; kt5 bg 27momol/l; dc due to beeping; (B)(6) sts had spoken to agent previously y about issues of lost signal and pump with batt out and beeping; sensor in 30 mins ago; location of the damage is: side of battery compartment through back on plastic diagonal. No cracked battery tube threads noted. Unit had cracked case at battery tube side, minor scratched display window, scratched display window cover, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. Unit communicated properly with the guardian link 3 and the test plug. Unit was able to calibrate the test value of 13.2 mmol/l and display on the pump screen. Unit was monitored for 2 days and entered in auto mode. No lost signal anomaly, calibration anomaly, communication anomaly or beeping anomaly noted. The test battery was removed and reinserted with no battery out limit alarm noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted in the pump trace download on the event date (B)(6)2021. Unit passed the functional testing. No lost signal alarm/beeping anomaly noted when testing the unit with the guardian link 3 and the test plug. No battery out limit alarm noted when removing and reinserting the test battery. No cracked battery tube threads noted. Unit had cracked case at battery tube side. Unable to confirm alleged high bg's/dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that physical damage occurred. The customer was admitted into the hospital due to a diabetic ketoacidosis after changing the infusion set in the morning. The user's blood glucose level went up to 27 mmol/l.